Event description:
It was reported approximately ten and a half years following implant of a medtronic transcatheter aortic bioprosthetic valve (tav), valve failure was noted. The primary mode of valve failure was structural valve deterioration; predominant aortic stenosis with severe hemodynamic valve deterioration. This was characterized by an increase in mean gradient >=20mm hg from baseline and mean gradient >=30mm hg. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, was appropriate. Approximately two months, three weeks after the valve failure was noted, the patient was treated with re-intervention for the failed tav. A non-medtronic (edwards) valve was implanted within the medtronic tav. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that prior to the valve-in-valve revision the patient experienced fatigue, shortness of breath, and lower extremity swelling. Hospitalization was required as result of the valve-in-valve revision. The patient was discharged 2 days following admission.